Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a ¿dosing stopped: connect cgm or enter bg¿ message after starting a new dexcom g7 sensor without entering the sensor code, resulting in cgm signal loss and suspended automated dosing; the user manually entered a blood glucose value, then entered the sensor code during sensor warmup, after which the dexcom icon indicated ¿replace or stop sensor,¿ and dosing resumed once glucose data became available. Symptoms included hyperglycemia risk due to temporary suspension of automated dosing. Outcomes included no injury, no medical intervention beyond user guidance, and no hospitalization. Investigation included troubleshooting with the user and education regarding correct sensor-code entry and expected warmup behavior. Investigation of this case revealed use error related to missing sensor-code entry and cgm warmup, with device performance consistent with design safeguards to halt dosing without valid glucose data. It was concluded, based on previously established findings for similar reports, that the cause was use error with contributory cgm signal unavailability during sensor warmup.